Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. The hand piece was tested on a generator and gave an error code 7. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life

Event description:
It was reported that during a colon resection, the device received error 7 when hand activation was enabled. The customer used another handpiece for the procedure. There was no patient consequence.